Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving an unspecified high glucose sensor scan reading compared to an unspecified reading obtained on a competitor brand meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). No symptoms were reported; however, the customer was provided with milk and half a banana by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 204 mg/dl was compared to an competitor brand meter result of 84 mg/dl. The length of sensor wear was for 3 days. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.